Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.section d-1 (meter brand name) was incorrectly formatted in the initial MDR 30 day report. Section d-4 (strip lot number) has been updated to ni.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately one week prior to calling adc customer service on (B)(6) 2016, she attempted to perform a test using her adc blood glucose meter, because she was ¿feeling low¿, but instead of producing a result, it showed an error 3 message upon test strip insertion. Customer¿s husband gave her orange juice to drink. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction.